Manufacturer narrative:
Section f9: approximate age of device -- correction: 1 year, 2 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event description: additional information.

Event description:
Additional information: it was reported that the patient was instructed to take tygacil, clarithromycin, and moxifloxacin on (B)(6) 2019. The patient was unable to afford the medication and was started on zyvox. The patient was readmitted on (B)(6) 2019 for acute kidney injury. Zyvox was continued and cefoxitin and levaquin were initiated. Zyvox was switched to tygacil on (B)(6) 2019 due to potential side effects. The patient will continue with IV antibiotics until (B)(6) 2019 and will then transition to oral antibiotics.

Manufacturer narrative:
The patient previously had a driveline infection on (B)(6) 2018 which was reported under MFR report # 2916596-2018-02812. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to driveline infection. The patient stated that there was drainage at the driveline site that was worsening. The patient was given cefepime and was previously taking doxycycline for long term suppression for a prior infection which was stopped. CT of the abdomen was obtained and showed no fluid collection or signs of infection. Cultures were obtained showing gram positive rods that were rapidly growing mycobacteria. Additional information was received on 26feb2019 stating that the patient stopped taking cefepime and started on oral cefadroxil. No additional information was provided.